Event description:
It was reported that patient presented to the clinic for a routine device check. Upon interrogation, the right atrial lead exhibited oversensing noise which resulted in inappropriate automatic mode switch (ams). No intervention was performed. The patient will continue to be monitored. The patient was stable.